Event description:
The pump was returned for investigation. Investigation revealed unresponsive keypad buttons, contaminated keypad contacts, and a dim display screen. This report is made based on results of investigation completed on 11/11/2013

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: the keypad cover was peeling off from the base along left side of keypad. Testing confirmed that all keypad buttons were unresponsive. Contamination was visible under all of the button contacts. Unrelated to the keypad issue, the pump booted to the verify screen with a dim pink contrast. The oled screen was removed and replaced with a new test screen which caused the contrast to return to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.